Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified arthroscopy, two (2) footprint ultra pk anchors were broken while being implanted. The anchors broke inside the patient, all the pieces were removed form the patient. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. Device 1 has the distal end of both anchors and the proximal end of the distal anchor fractured, the suture strings are off the device. Device 2 has the actuator bar slightly bent at the distal end and the anchors both fractured at the distal end, the suture strings are off the device. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.